Manufacturer narrative:
Failure analysis: product or objective evidence was returned but the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. The returned cable is not a microfrance device, no functional test was performed. However, no visual defect was found. Root cause: as this is not a microfrance device, the complaint is unconfirmed.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 4 of 4 reports linked to mfg report numbers: 2523190-2021-00061, 2523190-2021-00062, 2523190-2021-00063. A facility reported that there was the smell of burning from the bipolar cable during an unspecified procedure. The device did not work but was in contact with the patient at the time of the event. It is unknown if the patient was injured or if the event led to an increase of surgery time.